Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported eri code 201 displayed on their handset yesterday. Agent reviewed eri and redirected pt to healthcare provider (hcp). Pt said a rep was in the process of assisting pt with finding an hcp, but pt had lost all phone numbers from, their phone. Pt mentioned they were told not to use the device more than 12 hours a day, or 'it would do this.' Pt stated that he used the device 10 hours per day and turns it off when he goes to bed. The patient was redirected to their healthcare provider to further address the issue. Pt said they fall much less with the use of therapy. Agent called pt back at end of call, as they sounded like they were going to say something when agent hung up; pt requested if reps would text before calling, as they were avoiding certain calls/callers. Pt mentioned this was their 3rd stimulator but did not allege any past issue with the others. Patient called stated hcp ofc told him to contact the local rep to meet with him. Ps re-sent email to local reps to contact patient. The reason for call was the patient reported their previous implant which was a non-rechargeable battery didn't even last for a year. Patient reported that it was a defective battery.